Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient experienced a pericardial effusion. A pulsed field ablation (pfa) procedure was completed with a farawave catheter. At the end of the procedure, on intracardiac echocardiography (ice) imaging was noticed that a pericardial effusion occurred. A pericardiocentesis was performed and protamine was given to the patient and the event was solved. The patient has successfully recovered from the event and was discharged.